Event description:
Replacement product for dual lumen 5 fr umbilical catheter - the luer lock ends of the lumens pull off with tubing change - they aren't permanently attached and are not luer lock attached on central line. Very dangerous if cap comes off there could be leaking, bleeding, central line infection, air embolism.